Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery with tfna for the right femoral trochanteric fractures. The surgery proceeded as usual, and after inserting the blade, compression was applied to put pressure on the fracture site. The surgeon manually turned the buttress compression nut and, because the gap was still visible on the image intensifier, applied further compression using a pin wrench. The image intensifier was not checked during compression, and when the image was viewed after the procedure was completed, the blade had come out of the femoral head by approximately 30 mm. Since reinsertion was necessary, the surgeon turned the buttress compression nut counterclockwise until it reached the lateral cortex and struck the blade with an impactor to insert it to the optimal position. There were no problems with the procedures for cement agmt and distal locking screw insertion, but the end cap insertion stopped midway, so the engagement of the locking mechanism was readjusted and after several attempts, it was finally inserted. The surgery was completed successfully with 40 minutes delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.